Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention took place on (B)(6) 2026 where the lead was replaced to address the issue.